Event description:
Procedure: sils cholecystectomy. According to the reporter, the branches (jaws) are broken. There was no extension in operating room time and no additional blood loss; however, the vessel was severed. A new device was used to continue the procedure.

Manufacturer narrative:
(B)(4). (B)(4).